Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2019-00630: case 1, 3025141-2019-00632: case 3, 3025141-2019-00633: case 4.

Event description:
Article: hyaluronic acid-based mesh add-on iliac autograft improves bone healing and functional outcomes in atrophic nonunion of clavicular midshaft: a 2-year followup; kir, mustafa caglar; indian j orthop 2019;53:459-64. Case 2: patient's broken clavicle was treated by implanting an acumed locking clavicle plate. Patient experienced nonunion and underwent revision surgery post op. A new plate, along with ha-based mesh and autograft, was implanted. Complete union was achieved.